Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed failed batt test on (B)(6) 2024 four times between 12:55:29.000 to 13:06:00.000 in the history files. The alert is expected and occurred due to corroded battery tube. Pump was cut open to perform visual inspection and found evidence of moisture damageon the electronic assemblies and motor assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube, corroded motor home switch. No power errors noted and passed all required testing. Cosmetic damage at battery compartment, moisture damage at electronic assemblies and motor assemblies were confirmed. However, pump received without battery cap, damaged battery cap was unable to verify. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, exposed to moisture, battery cap cracked/damaged, failed batt test, damage (physical or cosmetic), damage (out of box/package), change sensor/bad sensor. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, mmt-7040a. Customer reported that pump was exposed to moisture and fluid was present in battery compartment. No damage was reported to battery cap and pump passed self test. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Cust received a change sensor alert. Explained possible causes. Cust is unable to run a transmitter test and/or test passed. Cust advised to try another sensor. Customer reported receiving battery failed alarm. Customer reported that battery cap contacts are damaged. Customer reported battery cap damaged. Cust is reporting the sensor liner stayed on the base while pulling the sensor serter off. Cust confirmed the serter was pulled slowly straight up. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. Mmt-7040a was requested and customer response was the device will be returned.